Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the extreme pain and shocking and pulsing sensation started at night while the patient was sleeping. The steps taken to resolve the pain and shocking and pulsing sensations included changing position which had no relief and turning the device off which decrease the pain. The patient stated that the pain and shocking and pulsing sensation had not been resolved as the device was still sending intermittent shocks; the patient said that their pain needs the device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that since (B)(6) 2018 she had been feeling ¿extreme pain¿ between her waist and buttocks on the left side. The patient described a shocking and pulsing sensation. The patient reported that her ins was on the right side. The patient reported that she had moved recently and she thought maybe she did too much physically. No further complications were reported.